Event description:
A structural defect was identified in the body of the pump after multiple episodes of significant air embolism arising from the inflow cannula of the pump was noted. One of the clasps that secures the inflow cannula to the apical connector was identified to be loose and did not properly lock to the cuff and provide an air-tight seal.

Event description:
A structural defect was identified in the body of the pump after multiple episodes of significant air embolism arising from the inflow cannula of the pump was noted. One of the clasps that secures the inflow cannula to the apical connector was identified to be loose and did not properly lock to the cuff and provide an air-tight seal.